Event description:
It was reported that during an operation for laparoscopic cholecystectomy and stone removal, the plastic tip of one of the forceps jaw protectors was lost in the subhepatic environment and remained in the patient. Searching for the plastic tip that has come loose for over 30 minutes was not successful. As fragments remain in patient body a report is required.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. Internal karl storz reference number: (B)(4).